Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia for approximately three hours after initial training, with no improvement despite two dinner announcements, and was advised that multiple meal announcements can affect the pump¿s learning algorithm and increase risk of hypoglycemia. Symptoms included high blood glucose. Outcomes included no reported hospitalization and continuation of therapy after intervention. Investigation included remote troubleshooting and user education, confirmation of insulin drops, and a site-only infusion set change using a contact detach set, followed by resumption of insulin delivery. Investigation of this case revealed no device malfunction observed during the call and suggested that multiple meal announcements and a potentially compromised infusion site could have contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.